Event description:
As per a newspaper article, it was reported that a pt is alleging that contaminated sutures manufactured by ethicon led to complications in 1994 spinal surgery. The article states that the pt developed cramps in hip and leg, and was placed on antibiotics and eventually narcotics. Pt was diagnosed with a bone infection that required drainage catheters and add'l spinal surgery. Pt's current condition is not clear in the article.

Event description:
Further info received from the attorney revealed that pt underwent spinal surgery on 6/3/1994. During the course of the surgery, vicryl sutures were used. On 6/26/1994, pt developed left hip and leg cramping pain. Wound cultures were positive for staphlococcus epidermis and strep. Pt was treated with antibiotics. Pt pain worsened and on 6/29/1994 pt was re-admitted to the hospital for IV antibiotics therapy and pain control for a suspected disk space infection. Cultures were taken and were positive for staphylococcus aureus. Pt was diagnosed with osteomyelitis. Pt back pain limited activity, necessitating the use of narcotic analgesic and skeletal muscle relaxants, and a lumbar corset brace and walker for ambulation. By 10/1994, pt had radiographic evidence of infection, an increasing sedimentation rate, and relapsing osteomyelitis. Pt underwent placement of a hickman catheter for administration of a course of long term antibiotic therapy. On 10/31/1994, pt underwent re-exploration of lumbar spine at l4-l5, with debridgement of granulation tissue and placement of drainage irrigation catheters. Pt activities were limited to bet rest with bathroom privileges while wearing a brace. Co. Has no info on pt's current condition.